Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11161. It was reported, the pt had felt discomfort due to heating while charging the ipg, after about 30 minutes. It was reported, the pt usually charges for an hour to an hour and a half. It was reported, the area gets red due to the issue. The sjm rep contacted pt's sister, who reported the issue, to discuss the charging recommendations. It was reported, the pt would call the rep in two weeks when released from a nursing home. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.